Event description:
It was reported that when an asymptomatic patient presented for a routine device check, low levels of high frequency noise inhibiting pacing was observed on the device. It was suspected that this was due to myopotential oversensing which was unable to be reproduced in the clinic with deep breathing and coughing. Some programming changes were made and further programming changes were recommended. It was decided to continue to monitor the issue instead. Patient was stable.